Event description:
It was reported that the anchor was inserted using a punch. After insertion of 1-2 threads, the anchor collapsed and sheared. It was removed along with the suture and fragments. A second anchor of the same lot number was used in same insertion point with the same outcome, however, two threads along with the suture remained in the patient. The suture was tugged and found to be secure and then tied off. Two more anchors of different lot numbers were used in different insertion points and both worked as intended to complete the case. Rotator cuff repair/good bone quality.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include improper bone preparation, inserting the implant at an angle not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, and/or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.